Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed no disposable. It was reported the device also exhibited air in the line and troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).